Manufacturer narrative:
A dräger service engineer was visiting the hospital in follow-up of the event. The staff reported to have noticed a deviation between the set target concentration for the anesthetic and the readings of the patient gas measurement at the beginning of the case. As per report, the water trap, sample line and patient circuit have been exchanged but with no improvement to the situation. Finally, the vaporizer has been replaced by another one. The gas readings reportedly went up afterwards and, the procedure could be continuied without further complications. The dräger service engineer has checked both vaporizers but, no deviation from specification could be found. When checking the anesthesia workstation together with a vaporizer it was noticed that the set-up did not pass the leak test. Further inspection revealed that the mounting stantions for vaporizers in the right and the middle vaporizer position had become loose. The issue could be corrected by re-tightening of the parts. The finding can be aligned with the reported observation that replacement of the vaporizer had remedied the situation during the concerned procedure. The workstation has three mounting stantions for vaporizers and, the initially used vaporizer was obviously connected to one of the ports with loose connectors which resulted in a loss of anesthetic vapors and to the observed dosage deviation. The second vaporizer must then have been placed onto the left stantion which ensured a leak-tight connection and, the delivery of anesthetic agent has worked as intended from this point in time. The log contains no indication that the user has performed a leak test with the entire set-up before use as recommended. The patient gas monitoring was functional all the time and thus, the deviation between the inspiratory agent concentration and the setting must have been obvious to the user, also from the mac value. Dräger finally concludes that the issue in general does not incorporate a previously unidentified or falsely assessed risk; appropriate risk mitigation measures are in place.

Event description:
It was reported that the patient spoke about reduced depth of anesthesia after completion of the surgical case. There was no injury reported; the patient is fine and was discharged.